Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that separation occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the catheter separated from the hub after needle retraction. Per complaint form: IV started, when needle retracted hub was not attached to catheter. IV had been started in right wrist. Right wrist xray did not show any foreign body. No hematoma. Nothing palpable. Believe catheter portion may have never existed or catheter is still in patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the catheter separated from the hub after needle retraction. Per complaint form: IV started, when needle retracted hub was not attached to catheter. IV had been started in right wrist. Right wrist xray did not show any foreign body. No hematoma. Nothing palpable. Believe catheter portion may have never existed or catheter is still in patient."

Event description:
It was reported that separation occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the catheter separated from the hub after needle retraction." Per complaint form: IV started, when needle retracted hub was not attached to catheter. IV had been started in right wrist. Right wrist xray did not show any foreign body. No hematoma. Nothing palpable. Believe catheter portion may have never existed or catheter is still in patient."

Manufacturer narrative:
Date received by manufacturer: 2019-11-11.